Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device. And had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received, the following event description: a power outage at the hospital, caused the unit to switch off. When the power came back on, the device was switched on and the battery status was red. The machine was discharged with a battery fault. The patient was ventilated manually. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing a detailed investigation was performed by an expert from the technical service: the root cause of the event was the battery aging beyond specified limits as specified by the manufacturer and is consequently a user error, attributed to the lack of necessary user actions, including the failure to replace the batteries in a timely manner. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. The patient was manually bagged during the time of the power outage.

Event description:
Hamilton medical ag received the following event description: a power outage at the hospital caused the unit to switch off. When the power came back on, the device was switched on and the battery status was red. The machine was discharged with a battery fault. The patient was ventilated manually no harm to the patient, user or third party was reported.